Event description:
Pt was in for an cardiac catheterization procedure. She had an uncomplicated course. At the end of the procedure an angioseal hemostatic device was placed in the right groin. After catheterization she developed pain in her thigh extending down to the knee. This has been ameliorated but she now complains of claudication in her calf after walking approx half a block.